Event description:
The trocar was used on the pt during a diagnostic laparoscopy on the afternoon of 4/5/96. It was stated that the trocar may not have retracted when used on the pt causing an iliac vein injury. The lot number is not on the trocar unit. Personnel in surgery state that it came from the box marked with lot# j41u3e.